Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
In this case the customer reported that the system does not start and does not start up after rebooting during in use. It is unknown if the procedure was completed. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred and there was no harm reported. The philips field service engineer (fse) visited onsite and found that the system does not boot up properly. Review of log files confirmed the reported problem. Upon functional analysis, the fse found that the hard drive bay of the image control pc (x-ray pc) was failing to connect. To resolve this issue, the fse replaced the x-ray pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.